Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that st segment elevation occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac with watchman trusteer access system (was) was selected to be used. During the procedure, a versacross connect with the was were used to cross the interatrial septum (ias). The rf wire crossed via radiofrequency without issue and anchored in pulmonary vein. The non-boston scientific pigtail catheter was inserted over the rf wire, which was then removed. St segment elevation was noted on electrocardiogram (EKG) and lasted three (3) minutes. The physician increased oxygen to 100 percent and assessed ventricular movement on transesophageal echocardiogram (tee). The st segment elevation resolved without intervention. There were no more patient complications, and the patient was discharged the same day of the procedure. The device is not expected to be returned for analysis.